Manufacturer narrative:
(B)(4). D4: the primary unique device identification (UDI) number is not applicable as the lot number of the device is currently unknown. D4: this product is sold outside the us and therefore no gudid information exists. This device is considered similar to 00880304438521. D10: associated medical devices: 28mm dia cocr mod hd -3mm nk; item#: 163661; lot#: unknown. Ringloc bi-polar 28x44mm; item#: 11-165212; lot#: unknown. G2: foreign: the netherlands. G4: the reported product is not sold in the us, the pre-market submission number for the similar product sold in the us is k050441. The device will not be returned for analysis; however, an investigation of the reported event is in progress. Once the investigation is completed, a supplemental medwatch 3500a will be submitted.

Event description:
It was reported that the patient underwent a hemiarthroplasty. Approximately three years and two months post-implantation, the patient underwent a revision surgery due to a periprosthetic fracture reportedly sustained after a fall. All implanted components were revised. Due diligence is in progress for this complaint; to date no additional information has been received.

Manufacturer narrative:
(B)(4). This follow-up report is being submitted to relay additional information. The following sections were updated: b4, b5, b7, d4, d10, g3, g6, h2, h4, h11. D10 - associated medical devices: 28mm dia cocr mod hd -3mm nk; item# 163661; lot# j7217180. Ringloc bi-polar 28x44mm; item# 11-165212; lot# 251380. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information is available at the time of this report.